Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 1 sample was hemolyzed. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for evaluation. Bd plymouth did not receive samples despite a tracking number being provided. If the samples will be received, the investigation will be reopened for an update. Therefore, 100 retention samples from bd inventory were visually inspected and no additive abnormalities were found. Complaints for sample quality were not under statistical control for the month of april 2025, additional testing was performed. Factors that may contribute to hemolysis were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue: there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (hemolysis) via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to hemolysis. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, 1 sample was hemolyzed. There was no health impact or consequences reported.